Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, pillowing keypad overlay, corroded electronic assemblies and corroded motor home switch. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm multiple times. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.